Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped working and has no display. Advised the customer the insulin pump will be replaced. The customer's blood glucose was 200 mg/dl.

Manufacturer narrative:
The pump was received with a blank display due to shorted/burned components on the lcd board. Unable to perform operating currents or functional testing or verify display anomaly due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.